Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an infection at the ipg site. Surgical intervention took place on (B)(6) 2022 where the ipg was explanted to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.